Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self test and displacement test. No unexpected no delivery/insulin flow blocked alarm or back light anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 575 mg/dl. Customer was treat with manual injection for high blood glucose level. Customer was okay to troubleshoot for high blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that the insulin pump had frequent insulin flow blocked alarm. Customer reported that they had back light anomaly. Customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.